Event description:
Procedure type: lung resection. According to the reporter: the coating part was broken, and the device was activated after that. The coating melted. Another device was used to complete the procedure. No bleeding or tissue damage, and nothing fell into the cavity. Time not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).